Event description:
Related manufacturer reference number: 2017865-2025-1002693. It was reported a patient's pacemaker and insertable cardiac monitor (icm) presented with an electrogram (egm) anomaly and under-sensing. No changes were reported. The patient status was unknown, but the patient was intubated and sedated.